Manufacturer narrative:
The lead was unable to implant due to stylet failure to advance. As received, a complete lead was returned in one piece. The reported event of stylet failure to advance was not confirmed. A test stylet could be fully inserted into entire lead and removed without any difficulty. The stylet used in the infield was not returned with the lead. Visual and x-ray examination inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the initial implant of the right ventricular lead, the physician felt that the lead tip was bending too much. It was also noted that the stylet could not be fully inserted into the lead during placement. The lead was removed and replaced. The patient was stable.